Event description:
The patient was undergoing an embolization procedure in a large peripheral aneurysm using ruby coils and a ruby coil detachment handle. During the procedure, the physician attempted to load a ruby coil into the microcatheter; however, the physician felt that it was too stiff and removed the coil. The procedure continued using another ruby coil. After deploying multiple coils, the physician noticed that the ruby coil detachment handle was not clicking efficiently and continued the procedure using another ruby coil detachment handle.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00516. Device was disposed of by the hospital.